Event description:
Customer received result of 63 mg/dl on the mobile system and result of 104 mg/dl on the compact plus within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer returned an empty test cassette; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278183, expiration date 01/31/2014). (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.